Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted for gastrointestinal/pelvic floor and urinary dysfunction. The consumer reported stimulation had been too strong in the vagina since (B)(6) 2016. During the call, settings were decreased from 2.85 volts to 2.75 volts resolving the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.